Event description:
Pt has an intermedics dual chamber pacemaker with: a-mode I iii 256-56, vaseor lead. Lead impedance: on 7/1997, 1118; on 9/1998, 1151; on 4/1999, 963; on 10/1999, 414. Replacement scheduled 11/1999.